Manufacturer narrative:
The company service rep examined the system and no problems were found. The company service rep examined two cautery cords and both had broken wires at one end. The nurse had disposed of the cords. Re-use of the cautery cords may have contributed to the event. The cords are intended for single use and designed to deform after the initial use. The deformation could contribute to an inadequate connection with the console. An eval letter will be sent to the customer regarding re-use of a single use device. Preventive maintenance was completed. The system was then tested and met all product specifications.

Event description:
The nurse reported the cautery was not working and sutures were used to close the wound. Additional info received from the surgeon stated the cautery was not working. They changed the cautery tip three times, but that did not help. The surgeon had made the conjunctival peritomy and injected the viscoelastic in the anterior chamber. The surgeon was concerned that other malfunctions may occur with the system. The case was terminated. The surgeon cancelled three cases. No pt injury was reported.